Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the swap pedal on surgeon side console (ssc2) was not functioning. The nurse mentioned that the other ssc was working properly and there was no visible damage to the swap pedal. The tse reviewed the system event logs and identified an error 31061 indicating an issue with the arm swap pedal switch. There was no impact on the surgery, as they planned to use the other ssc. The procedure was completed with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest energy pedal. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the energy pedal.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The footrest assembly was analyzed, and the reported problem was confirmed, however, it was not replicated. In the system logs, the error 31061 was found indicating that a failure had occurred in the field. Upon visual inspection, the camera pedal was discolored, and some scratches were observed on the bottom. The unit was installed onto the golden system, and upon powering it on, no related errors or issues were found. Instruments were installed in the system to test the swap pedal, but it appeared to be fully functional and responsive. The complaint was confirmed and replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to an intermittent failure of the arm swap pedal switch assembly within the footrest, suggesting a mechanical or switch contact degradation in footrest.

Event description:
Refer to h11 for follow-up information.